Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged at follow up. A field representative stated that during the follow up check, the clinician paced at max output of 7.5 volts (v) and the patient complained of feeling heat in the pocket. A boston scientific technical services (ts) representative indicated that there had not been any event recorded where high output pacing caused heat sensation. An rv lead revision was attempted but the physician had difficulty maneuvering the lead, so the lead was pulled out. In the process of pulling out this rv lead, however, it was damaged. Thus, a new lead was implanted. Additional information obtained from a field representative revealed that the cause of dislodgment remains unknown and that there was no capture identified. This rv lead is no longer in service. No additional adverse patient effects were reported.